Manufacturer narrative:
Results - bd pas received two samples and two photos from the customer for evaluation. A microscopic evaluation was performed on the unit and no holes were found in the extension. The samples and photos were evaluated and the customer¿s indicated failure mode of hole in tubing with this incident lot was not observed as all samples met the required specifications. The units were water/air leak tested, with no leakage being observed. Conclusion - bd was unable to confirm the customer¿s reported defect of hole in tubing; as the defect was not observed with the returned units submitted by the customer.

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had holes in the tubing. No injury or medical intervention reported.

Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.